Event description:
Per the clinic, the abutment was electively removed under general anesthesia on (B)(6) 2024. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced significant keloid / hypertrophic scarring / fibrosis around the abutment site and underwent a skin revision surgery to remove the excess tissue on (B)(6) 2024. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment are common complications with baha abutments and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.